Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the demonstration with the device, the fan of the device did not work. During the incoming inspection for repair at olympus service operation repair center, the defective fan was confirmed and the error code e337 was displayed on the monitor due to the defect. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. E337 is displayed when it detects that the fan is locked. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the reported event was caused by followings; a foreign object was accidentally caught in the fan and the fan was locked. The fan stopped rotating because the fan broke down due to aged deterioration. If significant additional information is received, this report will be supplemented.